Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the gallbladder during a procedure performed on (B)(6) 2017. Reportedly, the patient had cholecystitis and was not a surgical candidate. According to the complainant, during the procedure, the axios delivery system successfully cauterized into the gallbladder; however, when the physician deployed the first flange of the stent, the first flange was deployed in the patient's duodenum. The stent was partially deployed on the delivery system when it was removed from the patient. The physician then attempted to continue the procedure by passing another guidewire into the gallbladder, but the patient's gallbladder had deflated and the guidewire could not be placed. The puncture of the gallbladder was reported to be a complication of the procedure, but the patient did not receive any treatment for the puncture during the procedure. The procedure was not completed and the physician plans to explore surgical options for this patient.